Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned of pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a procedure the tip of the drive tool broke off and was retained inside the patient. No further harm has been reported by the patient. Attempts have been made and no further information is available.